Event description:
The customer reported that the system failed to generate x-ray. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage power supply and x-ray tube were replaced. The system was then found to be operating as intended.